Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not receiving effective stimulation. Diagnostics showed multiple low impedances. The patient underwent surgical intervention on (B)(6) 2016, where her lead was repositioned. The issue was resolved through programming and revision surgery.